Manufacturer narrative:
This report is to inform the food and drug administration about a duplicate report. A medwatch report (mw 5065280) was received on 18-october-2016 regarding adverse events for subject coils. At the time MFR report # 3008881809-2016-00287 for the last coil was filed with an awareness date of 10-november-2016 (along with the MFR report # 3008881809-2016-00260 for the 1st coil and MFR report # 3008881809-2016-00259 for the 2nd coil). A search for information already entered in our system was done without finding any duplicate. On 11 january-2017, investigation team identified that this report is a duplicate of MFR report # 3008881809-2016-00200 (for the last coil). MFR report # 3008881809-2016-00200 had been created earlier based on sales representative information with an awareness date of 14-september -2016. In both records, the facility name and address were different but zip code and all other information were similar hence the duplicate records could not be identified earlier. Henceforth any follow up on this event or additional information will be filed under MFR report # 3008881809-2016-00200 and no further follow-up will be filed under the MFR report ## 3008881809-2016-00287.

Event description:
The patient presented with a ruptured large supraclinoid right internal carotid artery (ica) aneurysm with subarachnoid hemorrhage and mild hydrocephalus. During embolization of the aneurysm, the fist coil was placed inside the aneurysm but stretched out of the aneurysm and down the vasculature and broke off the delivery wire. Following unsuccessful attempts to retrieve the coil, a stent was placed to secure the broken stretched coil against the right ica wall. The same issue occurred with the second coil. The third coil (subject device) was uneventfully placed; however, after the last coil placement, thrombus formation was noted at the treated vessel location. Intra-arterial integrilin was given to the patient to treat the vessel thrombosis. The patient suffered long term deficit with speech, cognitive and linguistic deficits requiring 24 hour supervision for safety. It is unknown if the patient¿s condition post-procedure relates to the reported devices malfunction and subsequent thrombosis or to the patient¿s presenting condition before procedure.

Manufacturer narrative:
This is the third of 3 reports (MFR report # 3008881809-2016-00259 and 3008881809-2016-00260) reference to medwatch report mw5065280 filed by the facility. Subject device remains implanted.

Event description:
The patient presented with a ruptured large supraclinoid right internal carotid artery (ica) aneurysm with subarachnoid hemorrhage and mild hydrocephalus. During embolization of the aneurysm, the fist coil was placed inside the aneurysm but stretched out of the aneurysm and down the vasculature and broke off the delivery wire. Following unsuccessful attempts to retrieve the coil, a stent was placed to secure the broken stretched coil against the right ica wall. The same issue occurred with the second coil. The third coil (subject device) was uneventfully placed; however, after the last coil placement, thrombus formation was noted at the treated vessel location. Intra-arterial integrilin was given to the patient to treat the vessel thrombosis. The patient suffered long term deficit with speech, cognitive and linguistic deficits requiring 24 hour supervision for safety. It is unknown if the patient¿s condition post-procedure relates to the reported devices malfunction and subsequent thrombosis or to the patient¿s presenting condition before procedure.